Manufacturer narrative:
(B)(4). Investigation is ongoing.

Event description:
As reported by the edwards (B)(4) affiliate, during a 29 mm sapien 3 tavr case by subclavian access, there was difficulty aligning the delivery system balloon. Four attempts were made by unlocking the system, winding the fine adjustor wheel in, locking again and winding out. The distal balloon marker was still distal to the valve by roughly 3 mm. The decision was made to attempt to deploy the valve but upon deployment the balloon ¿melon-seeded distally¿, leaving the valve semi-deployed supra annular. The patient required CPR and was stabilized. The physician tried to pull the balloon shaft back under the valve, but this attempt was unsuccessful and the movement ruptured the delivery balloon. The decision was made to try to snare the valve from the femoral artery and then try to remove the balloon again but was unsuccessful. The decision was made to convert the case to savr and the delivery system was removed surgically. The thv was removed from the patient. The patient remained stable and was transferred to ICU after the case.

Manufacturer narrative:
During pre-decontamination of the device, in addition to the torn balloon, a balloon burst was observed. Investigation is ongoing.

Manufacturer narrative:
Investigation is ongoing.

Event description:
During preliminary evaluation of the device it was noted that the stop sleeve and balloon shaft were separated.

Manufacturer narrative:
The commander delivery system was returned after being used in the procedure, with the distal end of the delivery system cut. The valve was found partially expanded over the inflation balloon. Upon visual inspection, the delivery system appears to be cut just distal to the proximal marker. The spring is stretched and cut. The delivery system was returned locked with 1.25¿ of fine adjust used. The inflation balloon was bunched and folded over the nose tip. The balloon wings are flared out. Severe compression can be seen on the distal end of the flex shaft and there are gouges on the flex tip face. There is a longitudinal tear on the inflation balloon. During pre-decontamination, the delivery system was pulled to the valve alignment marker and locked. Full fine adjust was able to be performed. Post-decontamination, the delivery system was locked and the balloon shaft was able to be pulled to 48.4n without slippage observed. Upon disassembly of the handle, a separation between the stop sleeve and balloon shaft was observed. Balloon wall thickness measurements were taken along the edges of the tears in the inflation balloon and crimp balloon. All measurements were within specification. The outer diameter (od) of the balloon shaft and stop sleeve were measured next to the breaks as an undersized or oversized od could be indicative of a potential manufacturing non-conformance. These measurements were also found to be within specification. Procedural imagery, imagery of patient anatomy, and photos of the device after use were provided from the field for review. A kink was present on the sheath before the delivery system was inserted. Valve diving and compression was present during valve alignment. A curvature appears to be present during valve alignment. The valve was not coaxial with the native valve and was not aligned to the distal marker before deployment. Due to the misalignment, the valve expanded distally and moved proximally off the inflation balloon during inflation. The balloon appears to fully inflate during deployment, indicating the inflation balloon and crimp balloon had not been torn prior to this point. The delivery system was seen being retracted towards the sheath with the partially expanded valve. The flex tip is retracted into the sheath; valve is not centered against flex tip. A snare is placed around the partially expanded valve. Flex tip is not against the valve and the valve appears to be caught against the sheath tip. Photos of the valve during the procedure show that the valve was not aligned to the distal marker. There appears to be compression on the distal end of the spring as a result of valve alignment in a non-straight section. Patient anatomy has calcification and tortuosity present in the iliac vessels. Subclavian access was chosen due to the tortuosity of both common iliac vessels. The last photo is of the device from site after the procedure. Photo shows the distal end of the delivery system is cut and the valve is partially expanded on the distal end. The balloon legs are flared out and the distal end of the balloon is bunched and folded over the nose tip. A DHR review did not reveal any manufacturing related issues that would have contributed to the event. A review of lot history revealed zero similar complaints related to ¿balloon ¿ torn,¿ ¿delivery system ¿ withdrawal difficulty,¿ ¿balloon ¿ burst,¿ and ¿delivery system ¿ damaged.¿ one similar complaint was found for ¿delivery system ¿ difficulty with valve alignment¿ and it is still under evaluation. A review of complaint history revealed the complaint rate for each of the complaint trend categories (delivery system ¿ difficulty with valve alignment, balloon ¿ torn, delivery system ¿ withdrawal difficulty, balloon ¿ burst, and delivery system ¿ damaged) did not exceed the control rate for november 2017. Based on a review of the IFU and training manual, no deficiencies were identified. Inspections and tests during the manufacturing process support that it is unlikely that damage on the delivery system was present when leaving the manufacturing facility. The complaints for ¿delivery system ¿ valve alignment difficulty,¿ ¿balloon ¿ torn,¿ ¿delivery system ¿ withdrawal difficulty,¿ and ¿delivery system ¿ damaged¿ were confirmed based on visual inspection of the returned device and the provided imagery. The complaint for ¿balloon ¿ burst¿ was unable to be confirmed. IFU and training manuals for a tf procedure in the aortic position with the s3 and commander delivery system were reviewed and no deficiencies were found. No manufacturing non-conformances were identified in the returned sample, as dimensional testing of the device met specification. Furthermore, a review of complaint history, lot history, manufacturing mitigations, and the DHR revealed no indication that a manufacturing non-conformance contributed to the event. Since the device was able to be prepped (including de-airing) without any reported issues, it is likely that the damages to the inflation and crimp balloon occurred during use and were not present upon leaving the manufacturing facility. The images provided reveal severe compression on the distal end of the flax shaft and severe flex tip gouges, indicating the presence of valve alignment difficulties. Additionally, valve diving and flex shaft compression were present during valve alignment, confirming the presence of valve alignment difficulty. Other images reveal curvature was present during valve alignment. Per training manual instructions, valve alignment should be performed in a straight section. Performing valve alignment at a bend or angle can cause the thv to unseat (non-coaxial placement of valve in relation to the flex tip) from the flex tip during alignment and ¿dive¿ into the lumen of the flex tip, where part of the crimped valve slides into the flex tip lumen. If the thv is unseated during alignment, it can result in higher than usual valve alignment forces, and can potentially damage the crimp balloon if excessive force is used to try and achieve final alignment position. A kink on the sheath was also visible during a review of the images. It was present before the delivery system was inserted. Once the delivery system was inserted and valve alignment was performed, the kink could have created resistance against the delivery system during valve alignment, resulting in the observed alignment difficulty. As a result, available information indicates patient/procedural factors contributed to the complaint event. The balloon tear could be confirmed on imaging that showed the inflation balloon wings were flared out and separated from the crimp balloon. The curvature previously mentioned can result in higher valve alignment forces and potentially damage the bond between the inflation and crimp balloon if excessive force is used to try and achieve final alignment position. Under simulated conditions (simulated tortuous anatomy), a previously performed engineering study was able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question. Imagery review reveals that the valve was deployed even though it was not aligned to the distal marker, causing the valve to slip during deployment and only expand on the distal end. However, the inflation balloon appears to fully inflate during valve deployment, which indicates that the balloon tear likely occurred after initial inflation. Per the complaint description, ¿the physician then tried to pull the balloon shaft back under the valve, but not successful and this movement ruptured the delivery balloon.¿ it is possible the crimp balloon was already weakened during valve alignment and the additional manipulation to pull the balloon shaft on the partially expanded valve could have caused the balloon to catch on the valve and create the observed tear. Imagery review also reveals several maneuvers were made to retrieve the device with the partially expanded valve. The valve appears to be caught against the sheath tip. As a result, it is also possible the excessive manipulation that occurred during the attempts to remove the system damaged the crimp balloon and created the tear. As a result, available information suggests patient/procedural factors likely contributed to the complaint event. The device was returned cut, with the spring stretched and the inflation balloon bunched and folded over the nose tip, confirming withdrawal difficulties. In addition, the valve was partially inflated on the distal end. Per the imagery review, the valve was deployed even though it was not aligned to the distal marker, causing the valve to slip during deployment and only expand on the distal end. Per training manual procedures, valve retrieval can only be performed if the valve is undeployed. Imagery review reveals several maneuvers were made at retrieving the valve, which include trying to utilize a snare. The excessive maneuvers performed due to withdrawal difficulties may have also resulted in the observed separation on the balloon shaft. As a result, available information suggests procedural factors likely contributed to the complaint events. While visual inspection did reveal a tear on the inflation balloon, imagery review shows that the inflation balloon appears to fully inflate during valve deployment. As a result, it is likely the tear occurred after initial valve deployment. It is likely the balloon was damaged during the withdrawal attempts. The expanded valve struts may have caught and damaged the inflation balloon, which would be even more likely during the attempts to snare the valve. The returned inflation balloon was bunched and folded over the nose tip, and the bunched balloon could more easily be caught and damaged. In addition, the tear does not run the entire length of the balloon, but starts from the distal end of the balloon to the middle region of the balloon, which is similar to how the valve expanded. The expanded region of the valve would leave the balloon more exposed and open to damage. While a definitive root cause could not be determined, available information suggests that procedural factors may have contributed to the reported event. The reported event is an anticipated risk of the transcatheter heart valve procedure.  A review of the risk management documentation for the following was performed: * catheter damaged during removal from packaging/removal of balloon covers, broken / leaking bonds (not detected before use) - thv embolizes or ventricle or left atrium * thv not properly aligned between valve alignment markers during deployment - thv embolizes into aorta or ventricle or pulmonary artery or left atrium * thv becomes axially misaligned with the flex tip during valve alignment - difficult to advance thv during alignment - exchanging device * inability to withdraw delivery system with crimped/undeployed thv * balloon bursts - thv not deployed / seated properly - thv does not embolize into aorta or ventricle or pulmonary artery or left atrium * leak or inability to fully inflate balloon during procedure (thv not deployed properly) - thv embolization potential hazard/harms severity classification is 4, 4, 2, 3, 3, 4 and 3 respectively, and includes: additional surgical intervention, procedural delay/prolonged procedure/delay in monitoring and/or treatment, additional percutaneous intervention, aortic and mitral: paravalvular leakage (moderate), and valve implanted in non-target location. Since no manufacturing non-conformances or IFU/training deficiencies were identified, no corrective/preventative actions are required. Additionally, since no product non-conformance was confirmed in the returned complaint sample and the occurrence rates do not exceed the complaint control limits for the respective trend categories, no product risk assessment (pra) is required. Per management discretion, due to the high criticality of the failure mode, the balloon torn issue and its associated risks have previously been documented and assessed in the created pra. However, since no product non-conformance was confirmed in the returned complaint device and the occurrence rates did not exceed the respective complaint control limits, no further escalation is required at this time.